Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of implant / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and urinary retention ("might not be able to urinate or hold urine") in a 33-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included right lower quadrant pain. Previously administered products included for an unreported indication: nuva ring from 2011 to 2012. Past adverse reactions to the above products included contraception with nuva ring. Concurrent conditions included body mass index normal, abdominal pain, anxiety, allergic urticaria, throat swelling, swelling of lips, psoriasis, fever, abdominal pain, general body pain, vomiting, tenderness, ear swelling, hives, chills, diarrhea, dysmenorrhea and endometriosis of uterus. Concomitant products included ondansetron (zofran) for nausea and antibiotics for uti. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary retention (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), food allergy ("allergic or hypersensitivity reaction type: became allergic to shellfish, bananas"), vaginitis gardnerella ("gardnerella vaginitis") with uterine cervical pain, rash generalised ("rashes or skin conditions type: rashes all over body"), rash ("skin rash / rashes or skin conditions type: rashes all over face"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), eye pain ("vision/eye problems type: eyes will hurt a lot"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("legs pain"), urticaria ("hives"), abdominal distension ("bloating") and back pain ("lower back pain") and was found to have weight increased ("weight gain / weight gain 1 loss specify which one: weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full), salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, urinary retention, menorrhagia, vaginal haemorrhage, food allergy, urinary tract infection, vaginitis gardnerella, rash generalised, rash, migraine, nausea, dyspareunia, vaginal discharge, vision blurred, eye pain, fatigue, alopecia, urticaria, abdominal distension and weight increased outcome was unknown, the headache was resolving and the pain in extremity and back pain had resolved. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, eye pain, fallopian tube perforation, fatigue, food allergy, headache, menorrhagia, migraine, nausea, pain in extremity, rash, rash generalised, urinary retention, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginitis gardnerella, vision blurred and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy of date of insertion as per pfs "2013" date of insertion as per mr "(B)(6) 2014". 2 coils visualized outside the tubal ostia. Same procedure was performed on the left tube. There were 2 coils exposed of that tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, nausea, pelvic pain, back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of implant / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and urinary retention ("might not be able to urinate or hold urine") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included right lower quadrant pain. Previously administered products included for an unreported indication: nuva ring from 2011 to 2012. Past adverse reactions to the above products included contraception with nuva ring. Concurrent conditions included body mass index normal, abdominal pain, anxiety, allergic urticaria, throat swelling, swelling of lips, psoriasis, fever, abdominal pain, general body pain, vomiting, tenderness, ear swelling, hives, chills, diarrhea, dysmenorrhea and endometriosis of uterus. Concomitant products included ondansetron (zofran) for nausea and antibiotics for uti. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), food allergy ("allergic or hypersensitivity reaction type: became allergic to shellfish, bananas"), rash generalised ("rashes or skin conditions type: rashes all over body"), rash ("skin rash / rashes or skin conditions type: rashes all over face"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), eye pain ("vision/eye problems type: eyes will hurt a lot"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain / weight gain 1 loss specify which one: weight gain"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary retention (seriousness criterion medically significant), vaginitis gardnerella ("gardnerella vaginitis") with uterine cervical pain, pain in extremity ("legs pain"), urticaria ("hives"), abdominal distension ("bloating") and back pain ("lower back pain"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full), salpingectomy.) And surgery (she had surgery to remove the essure implant, hysterectomy (full), salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, urinary retention, menorrhagia, vaginal haemorrhage, food allergy, urinary tract infection, vaginitis gardnerella, rash generalised, rash, migraine, nausea, dyspareunia, vaginal discharge, vision blurred, eye pain, fatigue, alopecia, urticaria, abdominal distension and weight increased outcome was unknown, the headache was resolving and the pain in extremity and back pain had resolved. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, eye pain, fallopian tube perforation, fatigue, food allergy, headache, menorrhagia, migraine, nausea, pain in extremity, rash, rash generalised, urinary retention, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginitis gardnerella, vision blurred and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy of date of insertion as per pfs "2013" date of insertion as per mr "(B)(6) 2014". 2 coils visualized outside the tubal ostia. Same procedure was performed on the left tube. There were 2 coils exposed of that tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, nausea, pelvic pain, back pain, menorrhagia. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: became allergic to shellfish, bananas, infection (bladder/ urinary tract/vaginal) type: uti, gardnerella vaginitis, rashes or skin conditions type: rashes all over body, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s), vision/eye problems type: blurry vision, vision/eye problems type: eyes will hurt a lot, fatigue, perforation (uterus), hair loss, lower back pain, sharp pain around cervix area, legs pain, might not be able to urinate or hold urine, did not undergo confirmation test. Date of birth, historical drug, concomitant disease and drug, plaintiff information were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of implant / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)" and urinary retention ("might not be able to urinate or hold urine") in a 33-year-old female patient who had essure (batch no: b61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included right lower quadrant pain. Previously administered products included for an unreported indication: nuva ring from 2011 to 2012. Past adverse reactions to the above products included contraception with nuva ring. Concurrent conditions included body mass index normal, abdominal pain, anxiety, allergic urticaria, throat swelling, swelling of lips, psoriasis, fever, abdominal pain, general body pain, vomiting, tenderness, ear swelling, hives, chills, diarrhea, dysmenorrhea and endometriosis of uterus. Concomitant products included ondansetron (zofran) for nausea and antibiotics for uti. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary retention (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)", food allergy ("allergic or hypersensitivity reaction type: became allergic to shellfish, bananas"), vaginitis gardnerella ("gardnerella vaginitis") with uterine cervical pain, rash generalised ("rashes or skin conditions type: rashes all over body"), rash ("skin rash / rashes or skin conditions type: rashes all over face"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), eye pain ("vision/eye problems type: eyes will hurt a lot"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("legs pain"), urticaria ("hives"), abdominal distension ("bloating") and back pain ("lower back pain") and was found to have weight increased ("weight gain / weight gain 1 loss specify which one: weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full), salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, urinary retention, menorrhagia, vaginal haemorrhage, food allergy, urinary tract infection, vaginitis gardnerella, rash generalised, rash, migraine, nausea, dyspareunia, vaginal discharge, vision blurred, eye pain, fatigue, alopecia, urticaria, abdominal distension and weight increased outcome was unknown, the headache was resolving and the pain in extremity and back pain had resolved. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, eye pain, fallopian tube perforation, fatigue, food allergy, headache, menorrhagia, migraine, nausea, pain in extremity, rash, rash generalised, urinary retention, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginitis gardnerella, vision blurred and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy of date of insertion as per pfs "2013" date of insertion as per mr "on (B)(6) 2014". 2 coils visualized outside the tubal ostia. Same procedure was performed on the left tube. There were 2 coils exposed of that tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, nausea, pelvic pain, back pain, menorrhagia. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received : lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("skin rash"), urticaria ("hives"), abdominal pain lower ("cramps"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rash, urticaria, abdominal pain lower, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, rash, urticaria and weight increased to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.